Event description:
Pt presented with persistent pain. Converted to a total knee.

Manufacturer narrative:
Tibial baseplate: lot 1009037-a, catalog #100296, mfg. Date: 02/2011, exp. Date: 02/2013. Tibial insert: lot 1103031-a, catalog #100320, mfg. Date: 11/2011, exp. Date: 11/2013. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. (B)(4) research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.